Event description:
It was reported that the user experienced repeated incomplete meal announcements, where bolus delivery appeared to start and then stop, coinciding with elevated blood glucose and a recent sensor change, and despite confirmation of insulin flow from the infusion set and absence of device alerts. Symptoms included hyperglycemia. Outcomes included prolonged elevated glucose without need for medical intervention, assistance, or backup therapy. Investigation included customer support review of logs, verification of infusion set function, bluetooth re-pair and data resynchronization, and device replacement for further assessment. Investigation of this case revealed persistent reports of interrupted or partial bolus delivery associated with meal announcements without corroborating alerts or set occlusion, suggesting a device performance issue affecting programmed dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further device analysis.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.